Event description:
The customer reported that the system displayed a precharge voltage error message while taking an exposure. A reboot was required to clear the error message and then the error message would immediately appear again. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer elected to order a battery pack and replace the batteries themselves.